Manufacturer narrative:
Failure analysis noted that the insulin pump had a motor error alarm due to corroded motor home switch. There was moisture damage on the electronic assembly. They were unable to test for battery out limit alarms due to motor error alarms during rewind. The drive support disk was inspected and had no anomaly. The pump had broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 211 mg/dl at the time of incident. The customer's boyfriend stated that the pump got wet and they dried it out but they received a motor error alarm. The drive support cap was flush with case prior to pushing in while drying the pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.